Event description:
It was reported that the customer experienced an adverse event during a pediatric MRI exam. The patient arrived at the pediatric imaging center for a sedated MRI exam. According to the customer, while the team was attempting to sedate the patient, the iradimed pump malfunctioned, causing an inadequate amount of propofol to be delivered. The patient began coughing, which led to vomiting and aspiration. The patient did not follow proper npo protocols. Staff immediately suctioned the patient, but upon listening to breath sounds, detected inadequate breath sounds on the right side. The anesthesia team determined that this patient was no longer fit to have sedation and the case was canceled. Patient underwent a breathing treatment and reassessment prior to discharge.

Manufacturer narrative:
The available information does not reasonably suggest that the device has malfunctioned because there is no evidence of a malfunction. Specifically, following the initial report, the device history log was provided by the user and reviewed for device operational details. The history log showed user error when loading the infusion set, documenting a possible delay or underinfusion of propofol. Feedback was provided to the user. In response, in-person training for the clinical personnel has been offered and scheduled with the customer. Additionally, the customer reported that the patient had a preexisting condition: seizures, and the patient did not follow proper npo (nothing by mouth) protocols, which may have contributed to the vomiting and subsequent aspiration. The customer did not confirm if a patient injury occurred. However, since the reported event resulted in medical intervention by suction and breathing treatment to preclude or prevent permanent impairment, iradimed is reporting this event.